Event description:
The customer reported the b.braun tubing is disconnecting or spinning off of the maxplus, resulting in disconnections and leakage. All information is anecdotal, no detailed or written reports of specific patient events provided. No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.